Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) expected longevity changed from 6 to 2 years in approximately 12 months. The system's data was send for analysis. Engineering analysis concluded the device was depleting normally with no evidence of premature battery depletion. The longevity decrease was attributed to the onset of persistent at/af and power consumption could be reduced by re-programming to a non-atrial sensing mode. The device remains in service. No adverse patient effects were reported.